Event description:
Distributor rec'd info that a lead was removed from service due to an insulation failure. Two leads are involved in the pt's lead system. Co is unable to determine which lead has the problem, therefore will report on lot number at this time.